Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker with the right atrial (ra) lead exhibited functional undersensing. Additional information indicated that the physician determined a clavicular crush, however no obvious damage was seen. The cause was not conclusively determined. The ra lead was explanted and no longer in service. No additional adverse patient effects were reported.